Event description:
A request for service was received that stated patient received burns from unit. No further information regarding any associated between device operation and patient involvement was made available. The customer has been contacted via phone and e-mail in an attempt to obtain details regarding patient condition or any allegation of device failure. Despite 5 contact attempts the customer has been unwilling or unable to supply any further information. Additionally as of the time of this report the device has not been returned for evaluation or service.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When asd if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.